Event description:
It was reported that after multiple placement attempts the right ventricular (rv) lead had acceptable parameters via the analyzer but once attached to device the lead exhibited noise and fluctuating impedance measurements. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the outer insulation was cut at 18.3cm (this could cause low impedance). If information is provided in the future, a supplemental report will be issued.